Event description:
A high glucose reading issue was reported with use of the abbott diabetes care (adc) device. The customer received a high blood glucose reading of 135 mg/dl by the adc sensor scan compared to a healthcare professional meter blood glucose reading of 77 mg/dl and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "nonverbal response, loss of urinary function, drooling," a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who provided glucose intravenously as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0h8av0jcw been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the sensor tail indicating that sensor tail was properly inserted. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.